Manufacturer narrative:
The reported events were failure to capture and dislodgement was not confirmed. As received, a complete lead was returned for analysis. The s-curve was measured, and it was within product specification. Final analysis found no indication of conductor fractures or internal shorts and no further anomalies.

Event description:
New information received notes that the patient experienced extracardiac stimulation on the system leads, and the other leads in the system were also found to be dislodged. The other leads were also explanted on (B)(6) 2024. No adverse patient consequences were reported.

Event description:
It was reported on (B)(6) 2024 the patient presented to clinic for follow up, the patient left ventricle (lv) lead was found dislodged and also failed to capture. On (B)(6) 2024, the physician attempted to reposition the lv lead but was unsuccessful. Therefore, the lv lead was explanted and replaced. The patient was stable throughout the procedure.